Event description:
Additional information: patient's swelling has stabilized and symptoms are reported as resolved. Patient remains unhappy with the situation.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the upper cheeks (including ck1, ck2, and ck3) with juvéderm® voluma¿ with lidocaine as well as concomitant injection to the oral commissures with juvéderm® volift¿ with lidocaine. Patient was pretreated with antiseptic prior to injection. Approximately 2 months later patient developed "swelling and tenderness left lateral cheeks and both oral commissures". Patient was initially treated with ciprofloxacin and clarithromycin. A month later patient was prescribed prednisolone for 2 weeks. Symptoms continued so patient was injected with hylalase on 3 separate occasions. Patient continues to take prednisolone and has "variable swelling."

Manufacturer narrative:
The events of redness, face swelled up like a balloon, stretch marks, dark circles and bags, and filler "poisoned" the patient are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Additional information: healthcare professional notes patient symptoms also included redness. Patient additionally provided information about the event reporting their "face swelled up like a balloon." Patient was prescribed antibiotics and steroids and "had the filler dissolved." Patient also reports "stretch marks" on their face and "big, deep, dark circles and bags under [their] eyes." Patient's "face has been so swollen for 3 months" and the patient has "been on really strong drugs." Patient feels that the filler has "poisoned" them.

Manufacturer narrative:
Medwatch sent to FDA on 08/22/2016. Concomitant therapies: juvéderm® volift¿ with lidocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of tenderness and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of tenderness and swelling as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week."

Event description:
Healthcare professional reported patient was injected to the upper cheeks (including ck1, ck2, and ck3) with juvéderm® voluma¿ with lidocaine as well as concomitant injection to the oral commissures with juvéderm® volift¿ with lidocaine. Patient was pretreated with antiseptic prior to injection. Approximately 2 months later patient developed "swelling and tenderness left lateral cheeks and both oral commissures". Patient was initially treated with ciprofloxacin and clarithromycin. A month later patient was prescribed prednisolone for 2 weeks. Symptoms continued so patient was injected with hylalase on 3 separate occasions. Patient continues to take prednisolone and has "variable swelling."